Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia. Name: (B)(6). Country: united states of america. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported on (B)(6) 2026 that the patient's high blood glucose level to 400 mg/dl and treated with correction bolus via pump. Infusion set has been used more than 3 days. High bg event began on (B)(6) 2026 and infusion set last changed prior to the event on (B)(6) 2026.